Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The tachycardia appears to be related to the slda. Tachycardia is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances as the patient remained hospitalized and underwent tricuspid valve surgery due to polymorphic ventricular tachycardia. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 5 and thin leaflets. Three clips were implanted, reducing tr to a grade of 1. On (B)(6) 2024, the patient underwent tricuspid valve surgery due to polymorphic ventricular tachycardia. Imaging right before surgery showed one of the clip detached from posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda).